Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s increased stiffness was first noticed in (B)(6)2019. Regarding what the cause of the missed end of service was it, was noted the patient was rescheduled for replacement multiple times. The patient did not show for the scheduled pump refill appointment regarding the empty reservoirs. It was noted the patient¿s increased stiffness was resolved. The logs were also provided via the return paperwork for the pump and it was noted a priming bolus was done due to the pump being dry on (B)(6)2019. A low reservoir alarm also occurred on (B)(6)2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 600 mcg/day for intractable spasticity and multiple sclerosis. It was reported the pump logs showed the elective replacement indicator (eri) occurred on (B)(6) 2019 and end of service (eos) on (B)(6) 2019. It was noted the pump had been refilled on (B)(6) 2019 and the doctor was unaware that eri had occurred. The rep had read the pump logs. She had a report in the (B)(6) tablet that showed the estimated eos was (B)(6) 2019. The pump was also read with the 8840- clinician programmer and it showed eri occurred and to schedule to replace the pump by (B)(6) 2019. The pump was replaced on the date of this report. The patient reported she felt more stiff. The event date was (B)(6) 2019. Further review of the pump logs showed: the low reservoir alarm occurred on (B)(6) 2019, eri occurred (B)(6) 2019, and the empty reservoir occurred on (B)(6) 2019. The pump was refilled on (B)(6) 2019. It also showed the low reservoir alarm occurred on (B)(6) 2019 and empty reservoir alarm occurred on (B)(6) 2019, pump refilled (B)(6) 2019, and eos occurred on (B)(6) 2019. No further complications were reported or anticipated.